Manufacturer narrative:
The codes present in h6 correspond to components/products that comprise the reported event. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 year and 3 months following the implant of this transcatheter bioprosthetic aortic valve the patient developed a fever and low blood pressure. A blood culture was positive for staphylococcus and sepsis was reported. Intravenous antibiotics were administered. Unspecified shock developed and mechanical support required extracorporeal membrane oxygenation (ECMO) and a catheter based heart pump were required. Twenty-three days following hospital admission, while hospitalized the patient died. The physician indicated the event was unrelated to the medtronic products. Additional information received indicated the event details were suggestive of potential valve endocarditis. However, the transthoracic echocardiogram (tte) there was no definitive vegetation. An emergency room echocardiogram was performed which identified a severe decrease in the left ventricular function. A follow-up echocardiogram was performed in the intensive care unit (ICU) which indicated the transcatheter valve ¿was not opening¿. Treatment for the left ventricular function included initiation of fluid therapy. Bilevel positive airway pressure (bipap) was utilized and antibiotics were provided. While in the ICU the patient did not response to vasopressors. The day following intubation and venoarterial extracorporeal membrane oxygenation (va-ECMO) were required. A follow-up echocardiogram demonstrated a severe decrease in left ventricular function, and the transcatheter aortic valve was not opening. Therefore, a therapeutic trial of an intra-aortic balloon pump (iabp) was performed. Due to a lack of improvement, the iabp was replaced with circulatory heart pump. Additionally, the additional support was required. A diagnostic cardiac catheterization demonstrated chronic renal disease. Percutaneous coronary angioplasty (pca) was performed on the left anterior descending (lad) coronary artery. There was no indication the left ventricular dysfunction or valve opening issues had resolved prior to the death.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that the official cause of death was sepsis. An autopsy was not performed.

Manufacturer narrative:
Updated data: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that to allow for left ventricular unloading the left ventricular assisted device was inserted through the closed aortic valve. As reported, this and the extracorporeal membrane oxygenation (ECMO) impacted the leaflet mobility. Per the physician there was no evidence of vegetation or thrombus of the aortic valve. As reported, the leaflet issue was not due to a valve deficiency itself. The previously reported additional support was a device used for the acute renal failure. A myocardial infarction occurred as triggered by the sepsis which required the percutaneous coronary angioplasty (pca). Of note, prior to the hospitalization the patient acquired influenza type a. The death type was reported as non-cardiac.